Manufacturer narrative:
This is a complaint that was discovered during a literature search; see attached article. The product remains implanted and is thus not available for analysis. A review of the manufacturing records could not be conducted without a lot number.

Event description:
Magee et al stent implantation for aortic coarctation and recoarctation; heart. 1999 nov;82(5):600-6; report 1 patients had stent migration deployment with recoarctation of the aorta after previous subclavian flap repair. The narrowest segment of the aorta was just distal to the origin of the left common carotid artery beyond which the aorta widened at the site of the subclavian flap repair site to 18 mm diameter in the first patient. The stent slipped during expansion using a 12 mm balloon and embolised to the abdominal aorta where it was expanded further to 16 mm diameter. A further p308 stent was then placed across the coarctation site, expanded using a 14 mm balloon and the proximal and distal ends further expanded using a 16 mm balloon.

Manufacturer narrative:
Magee et al stent implantation for aortic coarctation and recoarctation; heart. 1999 nov;82(5):600-6; report 1 patients had stent migration deployment with recoarctation of the aorta after previous subclavian flap repair. The narrowest segment of the aorta was just distal to the origin of the left common carotid artery beyond which the aorta widened at the site of the subclavian flap repair site to 18mm diameter in the first patient. The stent slipped during expansion using a 12 mm balloon and embolised to the abdominal aorta where it was expanded further to 16 mm diameter. A further p308 stent was then placed across the coarctation site, expanded using a 14 mm balloon and the proximal and distal ends further expanded using a 16 mm balloon. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent loose crimp - in patient¿, ¿stent dislodged - in patient¿, ¿stent migration¿ and ¿stent inaccurate placement¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number was supplied a phr could not be completed. According to the potential complications in the safety information in the instructions for use ¿potential complications associated with peripheral artery and transhepatic biliary stent implantation may include, but are not limited to, the following: stent migration/embolization.¿ according to the warnings/precautions in the safety information in the instructions for use ¿do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the balloon catheter label. Use only with the recommended balloon dilatation catheters. When using the powerflex plus balloon catheter, use the crimping tube that is packaged with the balloon catheter. When using the maxi ds balloon catheter, use the crimping tube supplied with the stent.¿ the limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.